Event description:
It was reported that when an asymptomatic patient presented via a merlin.net transmission, non-sustained lead noise episode due to post-paced t-wave oversensing was observed on a stored egm. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.